Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately six (6) years, was explanted and replaced with a non-edwards aortic valve. Additional information from the healthcare provider indicates that the patient had to undergo a redo aortic valve replacement of the non-edwards valve along with an aortic root enlargement one (1) year later.

Manufacturer narrative:
Additional manufacturer narrative: despite multiple follow up attempts by edwards, the reason for explanting this device has not been provided, and the device has not been returned for evaluation (discarded). Therefore, the root cause of this event cannot be identified or evaluated. Edwards will continue to review and monitor all events.